Manufacturer narrative:
Device f. D5;h4: info not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic cholecystectomy, while using (6) 512x trocars on an obese patient, the surgeon was torquing devices that were down the trocars. As a result, (5) of the 512x trocars broke off at the base (and all parts were recovered by the surgeon) and (1) 512x trocar broke off at the shaft and and all pieces of the trocar were accounted for, thus is believed they were retained in the pt. The case was completed with shorter trocars from another manufacturer. The rep will return product if it is released from the risk management department of the hospital. 10/24/1997 the surgeon, was performing a laparoscopic cholecystectomy on a very obese patient. He was using five trocars all of which broke during the procedure. The original trocar, which was the mid abdominal trocar, fractured in the mid portion of the shaft, he was able to remove the gall bladder and complete the case. However, there were pieces of the trocar missing which he was not able to remove, he proceeded to an open exploration. The patient is recovering satisfactorily. During the the attempt to remove the trocar pieces to the other trocar.